Event description:
Company representative reported via email that the customer was called regarding an insulin pump upgrade and the customer reported experiencing multiple issues with his insulin pump. The customer stated that he has to frequently change the battery, has to restart the insulin pump to complete the rewind, he has received unexplained motor error and no delivery alarms and the insulin pump had a crack at the reservoir compartment. The customer declined being transferred for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.